Event description:
Allegedly the component broke.

Event description:
Allegedly the component broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts have been made to have the device returned for evaluation. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.